Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
No complication during placement. The line was preflushed then the t-lock assembly was unscrewed and the stylet is retracted enough so that the catheter could be trimmed to length then, the stylet was pushed back for placement. During the placement, the catheter was trying to crl back up (visualized on the sherlock system) finally the catheter settled down in the svc. The stylet was retracted (discarded) from the catheter and the pt was sent for placement verification. Approx 6 cm of the stylet was found in the axillary vein a second x-ray was completed and the tip had moved a little. The pt is respiratory compromised, so they are concerned about removing the tip.